Event description:
It was reported that the pump had a double beep no cassette. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the down stream occlusion (dso) appears to be worn. Functional testing found the pump is double-beeping after bootup without test cassette installed. Replace faulty dso. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms (B)(4) ., corrected data: d4: model num 6400 h4: device manufacturing date 07/13/2006.